Manufacturer narrative:
The information received does not reasonably suggest that a gore® device caused or contributed to an adverse event for the patient, nor alleges any product deficiency. Wherefore this event was reported in error and the medwatch and any supplementals reported under manufacturer report number 2017233-2016-00568 are hereby retracted.

Manufacturer narrative:
Concomitant medical devices: patient medications include but are not limited to: kardegic 75, bisoce1.25, pentaprazole. The instructions for use (IFU) states, the gore tag® thoracic endoprosthesis provides endovascular repair of the descending thoracic aorta. Additionally, the IFU states, adverse events which may require intervention and/or conversion to open repair include, but are not limited to: paraplegia/paraparesis.

Event description:
On (B)(6) 2016, it was reported that the patient experienced paraplegia, mainly monoparesis of the left lower limb. The patient underwent drainage of cerebrospinal fluid and was administered a blood transfusion and drug therapy. The patient's paraplegia was reported to be related to the revascularization procedure and not device related. The patient tolerated the procedure and the paraplegia was reported to have been completely resolved at the time of discharge on (B)(6) 2016.

Manufacturer narrative:
Concomitant medical products: tge373715/13051844. UDI: (B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis),

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment of a thoracic aortic aneurysm and was implanted with conformable gore® tag® thoracic endoprostheses in zone zero of the ascending aorta. Revascularization of the brachiocephalic trunk, left subclavian artery (lsa) and left common carotid artery was also performed at this time (without coverage of the lsa). During the procedure the patient was reported to have experienced a coronary spasm. The patient tolerated the procedure. On (B)(6) 2016, it was reported that the patient experienced paraplegia which was reported to be related to the procedure and not device related. The patient underwent drug therapy, drainage of lcr and transfusion. The event was reported to have resolved by the time of discharge for the patient on (B)(6) 2016.